Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vitrectomy probe had no cutting and it sounds duller and the vitrectomy probe no longer vibrates during vitrectomy surgery. The surgery was completed after replacement of product with new one. There was no patient impact.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with port face is slightly discolored. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration, and nonconforming for actuation and cut. No abnormal sound or vibration was observed. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at one location on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder/retainer were disassembled and visually inspected, all components were deemed conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had abnormal sound or vibration. The complaint evaluation confirms that the probe had a cut and actuation failures. The exact root cause of the cut and actuation failures cannot be determined from the evaluation performed. The exact root cause for the cut and actuation failures cannot be determined from this evaluation, therefore no specific action was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.